Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300- 400s (mg/dl), ketones, and vomiting. Reportedly, the customer went to the emergency room (ER) and received insulin injections and fluids. Customer was released a few hours later with a bg level in the low 200s (mg/dl). Contact stated that the customer was feeling better upon release.

Manufacturer narrative:
Additional information was reported that the customer received an occlusion alarm prior to the elevated blood glucose levels and visit to the emergency room.